Event description:
It was reported by nurse that she was having issues with her programming system as she was unable to interrogate a vns patient. A replacement wand was used, however the issue prevailed. A set of resets were attempted by the nurse ruling out the programming wand. The nurse used another handheld with her programming wand which resulted in successful interrogation. Further information was received from the area representative indicating he troubleshot the equipment. Interchanging the black serial cable with a known good one resulted in successful interrogation. At the moment the reported handheld is in transit to be returned to the manufacturer for analysis.

Event description:
The site's handheld computer was not returned. They returned their serial cable. An analysis was performed on the returned serial cable and the reported complaint was verified. The cause for the complaint is associated with 3 broken wire connections in the dell axim connector plug assembly. Once the wires were soldered back onto the dell axim connector plug pcb, the serial cable was able to establish communication between the handheld and wand. The most likely cause for the wire breaks can be associated with mishandling of the serial cable. No further anomalies were identified.

Manufacturer narrative:
Corrected data: when the initial MDR was sent it reported the product was not received at this time for analysis and the product had been received the day before the initial MDR was sent and had not been processed to the file at that time.